Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the electric pen drive device control unit was not functioning and had defective bearings. It was also noted that the device handpiece was running in the locked position, due to a defect in the control unit. It was also noted that the device would run unstable and runs forward and backward in the same position. It was also noted that the device failed test for direction of rotation, function with test hand switch and power with test bench. It was noted in the service order that the device was unstable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Manufacturing facilities: (B)(4). Device manufacture date: april 30, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.